Event description:
An initial report was received stating that a peritoneal dialysis patient had developed peritonitis and may possibly be associated with the use of our product. In speaking with the patient for clarification of the event, it was learned that she is new to this product line having had her first training session on (B)(6), 2011. On the day of the event (B)(6), 2011, she attempted to connect the pin but "didn't do the pin right". The patients pd nurse confirmed that there was no product malfunction but the patient "made some kind of error in connecting that resulted in contamination". The patient developed symptoms of abdominal pain, vomiting and diarrhea and was admitted to the hospital on (B)(6), 2011 with a diagnosis of peritonitis. She was discharged on (B)(6), 2011 and is currently receiving dialysis with a different product line and is reportedly doing well. There is no sample for evaluation.

Manufacturer narrative:
(B)(4). Of note: minimal information regarding this incident was received on (B)(4) 2011. All the information gathered was clarified and the correct product was identified on (B)(4) 2011. There has been no report of a product problem/defect. Event may have been the result of patient self contamination.